Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600 mg/dl with traces ketones. Customer gave a correction bolus via pump, a manual injection and completed a supply change to address bg. Reportedly, customer forgot to fill the tubing during the load fill tubing sequence. Customer acknowledged that the identified issues contributed to high bg.